Event description:
It was reported that after a hemicolectomy procedure, 24 hours from the intervention, the patient experienced enterorrhagia. There was bleeding from the anastomosis made with the device. It was a necessary re-intervention. There has been an extension of hospitalization. It is unknown what was used to complete the procedure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what is the current patient status. The patient was discharged after the revision without any consequence. What was the pre-op diagnosis of the patient. Diverticulitis. How was the bleeding identified. The surgeon saw bleeding along the suture line. How was the bleeding addressed. It was made a manual suture. How was it determined that the bleeding was from the anastomosis. After a cleaning of the site it was detected a bleeding along the suture line.